Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, incorrect implant configuration used. An advance femur stature implant was used in combination with an advance plus size tibia. Surgeon has been made aware and patient is being monitored.